Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the bard mesh may be causing or contributing to the patient's reported rash. The patient's doctor has been provided with a mesh sample for reactivity testing. At this time the testing has not been completed. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a robotic umbilical hernia repair procedure and was implanted with a bard ventralight st mesh. As reported approximately one week postoperative the patient developed a rash all over her body. She was referred to an allergist who placed her on steroids. After 14 days the rash is going away, but has not resolved. The patient's allergist has requested a sample mesh for reactivity testing.